Manufacturer narrative:
A device was evaluated, as per patient¿s program settings and history it was determined the device exhibited normal battery depletion and no malfunction was identified. As the issue was due to normal battery depletion, it does not meet reportability criteria.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient lost stimulation in (B)(6) 2019 due to ipg being inoperable. In turn, surgical intervention was undertaken wherein patient¿s ipg was explanted and replaced. Effective therapy was restored after surgery.